Event description:
It was reported that during a renal angioplasty treatment procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified right renal artery. The physician attempted to cross the lesion with a 6.0mmx18mmx90cm express vascular sd stent; however, this was unsuccessful. The stent was withdrawn into the sheath and the sheath and stent were able to pass through the stenosis. The sheath was then removed with the stent in position across the stenosis, however, when the physician tried to pull the stent back towards the ostium, it appeared to be gripped by the calcification and eventually moved and was then out of position hanging too far into the aorta. The physician then attempted to place a 6f non-bsc guide catheter over the stent, but as the stent was approximately half covered, the stent dislodged from the delivery balloon. At this point, the stent, guide-catheter and delivery balloon were moved into position across the lesion. The physician withdrew the guide-catheter and the balloon was then inflated to partially deploy the stent. The delivery balloon was removed and a sterling mr balloon was inserted to fully dilate the distal end of the stent and deploy in the correct position. The procedure was completed this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).